Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: two electronic photos were reviewed. The first photo shows an ultraverse 035 pta catheter with a bloody segment of the balloon attached to the distal end of the catheter. The distal portion of the balloon, including the tip, is not present in the photo. The distal segment of the balloon appeared to have detached circumferentially. The hub of the pta catheter and strain relief are also visible in the photo, but the hub markings are not visible. The second photo shows what appears to be an ultraverse 035 detached balloon segment and inner guidewire lumen. A marker band is present on the inner guidewire lumen and the inner guidewire lumen is bunched and kinked throughout its length. The balloon segment appears to be bunched and prolapsed over the distal tip. However, the location of the distal tip could not be confirmed as it is not visible in the photo. Based on the appearance of the balloon segments shown in the photos, a balloon detachment and retraction issues can be confirmed (i.e. Balloon detached, bunched, and prolapsed). Conclusion: the device was not returned. Two photos were provided for review. Based upon the photos provided, the complaint investigation is confirmed for a balloon detachment and retraction issues. Per the reported event details, the anatomy of the tracking vessel was calcified. It is unknown whether the balloon tore during retraction through the calcified tracking path, prior to retraction through the introducer sheath. Additionally, it was reported that the balloon was inflated to 12atm. The rated burst pressure (rbp) for this balloon size is 10atm; therefore, the balloon was overpressurized. It is unknown whether the balloon ruptured as a result of being overpressurized, as it was not reported by the user. Based upon the available information the definitive root cause is unknown. Labeling review:the ultraverse 035 instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported at the completion of an angioplasty procedure in the iliac artery, a pta balloon allegedly detached circumferentially during retraction through the sheath. The health care provider (hcp) reported both segments of the balloon catheter remained on the guidewire. The hcp further reported the proximal portion of the balloon catheter was removed without difficulty, and the detached segment was removed with the guidewire successfully. Reportedly, all pieces of the balloon catheter were removed in their entirety, and confirmed under fluoroscopy. The hcp reported the procedure was completed after the balloon catheter was removed. No further treatment was indicated. There was no reported consequence or impact to the patient.